Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was severely damaged and stretched. The distal end of the stent was pulled in a distal direction over the tip. The proximal end of the stent was damaged and proximal stent struts were bunched and pulled in a proximal direction over the proximal markerband. The maximum crimped stent profile measurement at the time of manufacture was reviewed. This measurement is within specification. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Dried medium resembling blood was evident on the balloon body. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section of the shaft polymer extrusion found a midshaft break 88 mm distal from the hypotube midshaft bond. Multiple midshaft kinks were also noted. The port weld was also stretched for 4 mm in a distal direction. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on analysis completed on 10-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 35 x 2.5 mm, concentric, de novo target lesion was located in the moderately tortuous mid left anterior descending artery. After pre-dilation was performed, residual stenosis was 85%. A 2.50 x 38 mm promus element¿ plus drug-eluting stent was advanced but device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage, stent moved on balloon, and mid shaft break.